Event description:
Additional information was received indicating the lead was explanted and replaced. The patient was stable.

Event description:
During remote follow-up, noise resulting in oversensing and inappropriate anti-tachycardia pacing (atp) was observed on the right ventricular lead due to suspected lead damage. During an in-clinic follow-up, diagnostic imaging was performed, and the results were normal. Additionally, oversensing on the discrimination channel was observed. No intervention has been performed but lead revision is anticipated. The patient was stable.